Event description:
A company product consultant (pc) reported an injury to a physical therapist (pt), when was initially purported as due to uncontrolled movement. The pt was training a user's assistant in stair climbing assist function. The device was at the top step before the landing when the device reportedly alerted (per design) with a red led and temp icon. The pc advised the therapist to wait to allow the icon to clear. The therapist reportedly pulled back on the assist handle attempting to bring the device onto the landing and the device reportedly lurched backward running into the therapist and injuring his hand (conclusion). While a minor injury was reported as a result of this event, there is a potential to cause serious injury if the reported event were to recur.